Event description:
The distributor ((B)(4)) representative ((B)(4)) reported the following: a female patient had a pleurx catheter placed. The surgeon had trouble placing the catheter as the patient is a very small, sick patient. It was suspected that a small pneumothorax developed. After the installation of the catheter, the patient was drained in the hospital and then sent home. The patient is receiving palliative care from a home care facility. The home care nurse noted there was no "click" when the access dilator tip was inserted into the pleurx catheter. The nurse also noted the patient was in pain and sent the patient back to the hospital where the patient was drained on wall suction by an experienced nurse and the drainage went fine. The nurse then used a bottle and did not hear a "click". The nurse could hear a hissing sound coming from around the access dilator tip and pushed it further into the pleurx catheter and held both together for the duration of the drainage. It was also indicated that the family was uncomfortable with doing drainages on their own, so the catheter was removed and discarded, therefore, is not available for evaluation. It is not certain whether the issue was with the pleurx bottle access dilator tip or with the pleurx catheter. There are no samples or lot number information. No further information will be provided.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be completed as lot number information was not available for evaluation. Based on the investigation results, a definitive root cause could not be identified for the reported failure mode through this investigation since no sample has been returned for analysis. Based on feedback regarding a lack of a clicking sound when engaging the valve performance, a design change was initiated to improve the interaction between components and modifying the mold to increase the snappiness of the valve with the access dilator. This change will be noticed by the user. These preventive actions will be implemented during early 2014. No additional preventive actions have been identified. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.